Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.1 inr; qc 2: 3.2 inr; qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. No information was provided in the complaint case that would point to a cause for the result discrepancy. Upon analysis of the meter memory, the results alleged by the customer were observed, but the time/date was set incorrectly.

Manufacturer narrative:
Relevant retention test strips (lot 268886) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation: occupation was lay user/patient.

Event description:
The initial reporter stated that they received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 10:01 a.m., a sample from this patient was tested using the meter, resulting with a value of 3.3 inr. At 12:00 p.m., a sample from the patient was tested in the laboratory using the stago method, resulting with a value of 2.42 inr. At 9:02 a.m. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 3.5 inr. At 12:00 p.m. On (B)(6) 2019, a sample from the patient was tested in the laboratory using the stago method, resulting with a value of 2.52 inr. The patient's coumadin dosage was adjusted based on the laboratory result. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The meter has not been cleaned. The patient recently started taking cosentyx. The patient had symptoms of bleeding ear, but did not require treatment. The bleeding was not related to use of the meter. The patient's product was requested for investigation and replacement product was sent to the patient.